Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the up and down buttons were hard to press. The customer's blood glucose level was unknown at the time of the incident. The customer reported that when rewinding or giving the insulin it clicked really loud. The customer stated that one time the customer was scrolling without input. The customer reported that the up and down keys were hard to press. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.